Manufacturer narrative:
(B) (4), pt moved - no product allegation against the product - (B) (4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The pt moved as the lens was being inserted into the eye. The lens did not go in the eye correctly. The lens was removed with no pt injury. Backup lens was implanted. The reporter stated there is no product allegation. The pt moved.